Event description:
Patient reported that the one touch basic enhanced meter kept giving the insert strip message. This issue was not resolved with troubleshooting. The issue persisted with new test strips. There was no adverse event or serious injury reported. No further clinical information provided.